Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported via phone call, that the insulin pump has a crack and is halfway broken off of the reservoir lip. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. The insulin pump was returned for analysis.